Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The filter migration could not be confirmed as it was based on case circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances from the reported lot. A query of the electronic complaint handling database indicated there had been no similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the emboshield nav6 filter migrated distal from the original landing site in the carotid artery, but the filter remained on the barewire guide wire. The emboshield nav6 was removed without incident and replaced with another device. There were no adverse patient effects. No additional information was provided.